Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged approximately six weeks post implant. The lead was revised. Following the revision a pacing issue and inappropriate capture on the rv channel were noted on the implantable pulse generator (ipg). Impedance and sensing values were also "off". The ipg was then explanted and replaced. No patient complications have been reported as a result of this event.